Event description:
It was reported that the catheter was pulled out of the intended location. This ekosonic endovascular device was in use to treat bilateral pulmonary embolism using right internal jugular access. At 8 hours 35 minutes into therapy the patient got up out of bed (going though unrelated withdrawals) and pulled on the catheters. Channel a had blood backing up in the drug port and IV line, so the nurse got orders from the physician to remove the channel a catheter. The second catheter in channel b had no known issues, so they continued therapy for another two hours. There were no patient complications reported, and the patient was sedated to curb the withdrawal symptoms to complete therapy.